Event description:
During a ptca procedure the balloon ruptured at 10 atms on the third inflation. The lesion being treated was a calcified and 90% stenotic lesion in the mid lad coronary artery. Patient status is reported as `good.'